Event description:
The customer reported that she was hospitalized with a low blood glucose of 34 mg/dl. The customer stated that she was in a coma. Prior to the event, the customer drank orange juice, but that did not help. The customer stated that she sometimes has days where her blood glucose levels will stay low no matter how much she eats. The customer was wearing a sensor but did not get any warning. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was accurate. The insulin pump was not exposed to high magnetic fields. The customer stated that she has not had any problems since the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.